Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/mist issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/mist issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the smoke/mist issue is the oil mist filter o-ring. The field service engineer re-positioned the part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The o-ring for the oil mist filter had slipped out of position which allowed unfiltered oil (mist) to enter the room. The fse put the o-ring back in position to resolve the smoke/mist issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of cycles or loads cancelling and ¿smoke¿ emitting from their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer confirmed the unit is no longer in use and the room has been "aired out". An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.